Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician replaced the power switch to address the finding. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Power switch.